Event description:
The customer stated the rubella calibration failed on the axsym analyzer. The abbott customer technical advocate (cta) instructed the customer to centrifuge the calibrator and repeat the calibration. The cta sent a new calibrator to the customer. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.